Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The emergency medical service was dispatched and they were hospitalized on (B)(6) 2017. Customer's current blood glucose value was 650 mg/dl. The customer complained about diabetic ketoacidosis. The customer was thirsty, unsteady, and nauseous. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.